Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an unspecified procedure, it was started with pin 2.4 and the drill was passed from 4.5 to 2 cm deep, the footprint ultra suture anchor was passed, and circular movements were made, however, when passing the anchor, it broke. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Event description:
It was reported that, during a knee arthroscopy procedure, it was started with pin 2.4 and the drill was passed from 4.5 to 2 cm deep, the footprint ultra suture anchor was passed, and circular movements were made, however, when passing the anchor, it broke. The broken pieces were removed from the patient. Surgery was completed with a back-up device instead, used in the originally drilled bone hole. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly was returned with the anchor body fractured at the eyelet. The anchor plug has no visible defect. The two sutures have no visible defect. The distal plug rod on the insertion device is bent. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the peek-optima lt 3 injection moldable polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Event description:
It was reported that, during a knee arthroscopy procedure, it was started with pin 2.4 and the drill was passed from 4.5 to 2 cm deep, the footprint ultra suture anchor was passed, and circular movements were made, however, when passing the anchor, it broke. Surgery was completed with a back-up device instead, used in the originally drilled bone hole. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H2: additional information in b5.